Event description:
Bsc was notified of the following event: defective distal tips, and marker bands. Continuously used another. Preliminary analysis of the device showed that the distal shaft had separated at 13.9 cm distal to the mid-distal junction, subsequently classifying this event as an MDR.